Manufacturer narrative:
No device logs or information about faulty parts have been received despite attempts to obtain it. No service is requested by the hospital. No investigation has been performed. It has not been determined whether the ventilator is damaged or which parts must be replaced. The root cause of the reported event has not been determined.

Event description:
(B)(4)

Event description:
It was reported that the ventilator failed the internal leakage, safety valve, and o2 sensor sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).